Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Country event occurred in: united kingdom. Review of the most recent repair record determined the motor speeds were unstable and the device was out of calibration at the 0 and 10 readings. The motor and various bearings were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was not working correctly and making a buzzing noise. After completion of the investigation it was observed that the motorspeed was unstable and the unit was out of calibration and the tray was found damaged. The needle bearing, screw and reciprocation arm was also worn. There was no harm or injury to the patient as there was no patient involvement. Due diligence is complete no additional information is available.